Event description:
During evaluation of a returned spectrum iq pump, the device keypad was inoperable. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had an inoperable keypad. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the failed keypad which was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.